Event description:
A customer observed a negatively biased vitros phyt patient result on a vitros 5, 1 fs analyzer. Biased results of the direction and magnitude observed on patient specimen may lead to inappropriate physician action. The biased pt result was reported. There was no allegation of patient harm as a result of this event. A second sample from the same patient exhibited a similar bias and is reported on MDR 1319808-2008-00343. (B) (4).

Manufacturer narrative:
Investigation into the event has determined that a negatively biased result of a diluted patient sample using vitros phyt slides on a vitros 5, 1 fs analyzer was obtained. A second sample from the same patient exhibited similar bias and was reported on a separate MDR. The negative bias was confirmed by comparison of the results obtained with the vitros phyt assay vs. An alternate method. The instrument generated error codes on this sample, consistent with a low total protein concentration in the patient sample, which is not likely to have contributed to this event. The user replaced the slide cartridge and repeated the assay of the sample and no bias was seen. The root cause is unknown.